Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet insertion test was performed without difficulty or resistance.

Event description:
It was reported that during procedure, it was noted that the lumen of the right atrial (ra) lead was off-center, impeding the stylet from sliding in and out of the lead body. The lead was explanted and an alternative ra lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.